Manufacturer narrative:
Device returned to manufacturer - yes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
On (B)(6) 2016 it was reported a malfunction alarm occurred during the load process. The customer received multiple cartridge error messages while attempting to load multiple cartridges prior to the malfunction alarm. The customer reported receiving these cartridge error messages during the load process for the past month. The customer's blood glucose (bg) level was impacted (322 mg/dl). It was indicated that manual injection would be used for correction to bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.